Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had a skin irritation under the rear therapy electrodes. The area was described as red with a small amount of weeping. A dermatologist prescribed an ointment for the irritation. During a follow up, it was reported that the patient's skin irritation was improving and that the patient had ended use of the device and received an ICD.